Event description:
Harm.

Manufacturer narrative:
Describe event or problem: the manufacturer became aware of an allegation of rep dreamstation auto CPAP that the patient alleges visualization of particles. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
The manufacturer became aware of an allegation of rep dreamstation auto CPAP that the patient alleges visualization of particles. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.